Event description:
It was reported that a large volume folfusor experienced a leak. The leak was identified during filling coming from an unknown site on the reservoir. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). This lot was manufactured between 08 march 2013 and 11 march 2013. A review of the batch records was performed. During the manufacturing of this lot a condition related to the reported condition was found. Additional samples were tested and the lot passed the sampling acceptance criteria. All release criteria were met prior to the release of this lot. The sample is reported to be available for evaluation. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation. Should additional relevant information become available, a supplemental report will be submitted.